Manufacturer narrative:
The remote service engineer (rse) reached out to the remote application specialist to work with the customer. The customer biomed tested and confirmed with a simulator, that there was no issue with the lead sets or monitor. The ECG reads fine with the simulator. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was not replicated. Issue would most likely be with the patient prep. The issue was resolved by the remote application specialist providing the customer biomed on good electrode prep and placement instructions. Also emailed the application note for arrhythmia monitoring that has similar guidelines. Recommendations provided: 1- clean sites with warm water and soap. 2- then dry vigorously with a dry cloth if they do not have skin abraders. 3- add extra conductive gel to the solid gel electrodes to ensure they are getting good contact with gel. (The solid gel has to have time for the patient time to warm it up to liquefy it.) 4- if the qrs are small then the electrodes will need to moved in closer to each other to reduce body surface area between electrodes if the patient has a low electrical ECG signal output.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that there is an issue with monitors not reading ECG accurately. The device was in clinical use at time of event, no adverse event was reported.